Event description:
It was reported that a few months ago, 3 orsiro mission drug-eluting stents came off the balloon. It was intended to treat a lesion with the complaint device (no further information available). It is unknown if a pre-dilation was performed. Before positioning of the complaint device in the target lesion, the stent dislodged from the delivery system. However, the physician was able to get the stent and deployed the stent. The complaint device was discarded in the hospital. Neither the event date nor the device size, lot or material number could be obtained. This is the second of the three orsiro missions.

Manufacturer narrative:
Combination product: yes. Only the product name (i.e. No size, no lot, no ref) and an event description were provided. No event date was reported. The complaint device was not returned. Therefore, no complaint investigation could be performed.